Event description:
It was reported multiple vt and svt episodes were observed and only a small number were terminated by therapy. Programming changes were recommended. The patient was admitted to another hospital for unrelated reasons. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.